Event description:
It was reported that the pt had a catheter revision on (B)(6) 2010. The reason for the revision was not provided. Per the reporter, the patient's father believed that there was still something wrong with the catheter. The pt was scheduled to have the catheter fixed on (B)(6) 2010. The pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).